Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient. The rep reported that per the patient, their system was explanted because they heard there were ¿problems¿ with them. It was noted that the patient decided to have the device removed because they were having more pain with it. The rep stated that the patient wanted product numbers for legal reasons because the patient stated that ¿the doctor did something wrong.¿ no further complications were reported or anticipated.